Event description:
It was reported that during the implant procedure, the right ventricular [rv] lead sensing values diminished. Multiple attempts were made to reposition the lead; however, the sensing value dropped in each position. The lead was sacrificed to maintain venous access and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was breached cut, the outer insulation was breached cut, the outer tubing overlay was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.